Event description:
It was reported in mw5151786 and mw5151787 that a 43-year-old caucasian female patient underwent a breast surgery with two 325cc mentor memorygel breast implants and experienced a breast rupture. At this time, the affected side of the rupture is unknown. It was also reported by the patient that she experienced toxic reaction on heavy metals contained in silicone breast implants. The patient reported being very sick and having over 28 different health problems. At this time, mentor has received no information from hcp regarding the patient's diagnosis. As a result, the patient underwent bilateral device explantation on an undisclosed date. If mentor receives additional information regarding the event, a supplemental report will be submitted accordingly. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: toxic reaction and rupture. H6 health effect - clinical code e2402: toxic reaction. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).